Event description:
A report was received that the patient was injured and the scs was damaged. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Correction to the initial MDR in the following fields: a2: age at time of event h6: evaluation method codes, evaluation result codes and evaluation conclusion codes.

Event description:
A report was received that the patient was injured and the scs was damaged. The patient underwent an explant procedure. No further information could be obtained. Additional information was received that the patients ipg was non functional.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16064935, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was injured and the scs was damaged. The patient underwent an explant procedure. No further information could be obtained.